Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The suspect device was returned as a single device. A visual examination of the device was observed with a severe bend in the dispersion wire that came from being repackaged in the tray. Twisting of the catheter was observed and the catheter was found to not leak. The root cause of the twisting noted on the catheter body could not be determined as the device has been used/opened.

Event description:
The customer reported that during the procedure an sts leak occurred. The procedure was finished using a new device. There was no patient harm or injury.